Event description:
This was an interventional case. The initial access puncture was satisfactory. Multiple attempts to place the 0.018" guidewire were made without success and the case was converted to standard access via a 6f sheath. Angiography, atherectomy of an obstructed right sfa stenosis, and stenting of a left iliac obstruction were performed via the left cfa. Balloon angioplasty with stent placement was also performed with planned return for a staged percutaneous revascularization. A hematoma was noted prior to sheath pull and hemostasis was difficult to achieve due to the patient's physiology. The patient was transferred from the outpatient facility with a femostop and required levophed due to an initial hemoglobin of 7.1 upon arrival at medical center and was later transfused. CT scan and duplex ultrasound revealed a pseudoaneurysm, which required surgical repair on (B)(6) 2014 and the hematoma was evacuated. During surgical repair, necrosis was observed and a side branch appeared to be lacerated/actively bleeding with approximately 1 liter of blood loss. The patient received 2 units of red blood cells intraoperatively. A wound vac was also placed. The patient was discharged on (B)(6) 2014 and recovered without further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. A review of the device history record was performed for this lot and no nonconforming material reports have been initiated that are related to this failure mode. The axera 2 access system instructions for use (IFU), was reviewed. Pseudoaneurysm and hematoma are known possible adverse effects of vascular access procedures and are listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, there is no evidence to suggest the device was out of specification. The root cause, based on available information, is unknown as it cannot be definitively determined. However, discussion with the physician indicated it was unrelated to the arstasis device.